Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) drive manifold failed. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1. Full initial reporter name is (B)(6). Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion. Corrected fields: b5; d10; e1 initial reporter name, event site email; g1 contact person; h6 problem code. The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). The fse completed the pm with full calibration and tested the unit. The unit worked to manufacturer's specifications. The iabp was cleared for clinical use and returned to the customer. Based on the evaluation results provided by the fse, the failure occurred due to a defective part. The issue was resolved by replacing the malfunctioning part. The part is not available for return. Therefore, no root cause evaluation can be performed.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is california pacific medical ctr a supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp) drive manifold failed. There was no patient harm reported.